Event description:
Complainant alleged that while attempting to defibrillate a 51-year-old-male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated (this device was manufactured before the UDI requirements). Evaluation results: a zoll medical field representative went onsite to evaluate the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log observed that the user was in ECG lead ii throughout the case and was not in the correct ECG view with electrode pads attached. The user pressed the pacer button inadvertently putting the device in pacing mode which means the analyze feature will not operate by design. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.